Event description:
It was reported that the pt underwent a dlif procedure at l4-l5. During the procedure, the pt had enough bleeding that a general surgeon was called in to expand the incision and stem the blood flow. The situation occurred at the time an 8mm shaver was inserted in the disc space although surgeon felt that the bleeding may have come from dissection or the retractor insertion. The pt was discharged from the hosp 3 to 4 days later with no further complications. Reportedly, there were no instrument failures in the procedure. The surgery was extended approximately 1 to 2 hours.

Manufacturer narrative:
(B) (4) (surgical incision enlargement). Device was not returned to the MFR for evaluation. We are unable to determine the cause of the event. Device history records were reviewed.